Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a digging, raw, skin irritation under the therapy pad of the lifevest equipment. The patient¿s physician prescribed an ointment for the skin irritation. Follow up indicated that the skin irritation improved.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional. A us distributor contacted zoll to report that a patient developed a digging, raw, skin irritation under the therapy pad of the lifevest equipment. The patient¿s physician prescribed an ointment for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons) was confirmed. Upon evaluation, the response buttons covers were missing and the switch was contaminated. The cause of the inability to activate the monitor is the contaminated switch. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.